Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the gas outlet port on an rd900aeu neopuff infant resuscitator had broken. This was found before patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The neopuff device was returned to fisher & paykel healthcare (fph) office in (B)(4) and inspected for the reported broken gas outlet port. Results: inspection of the neopuff confirmed that the gas outlet port was broken. Results from the simulation and drop tests indicate the yield/breaking strength of the gas outlet port to be over and above the average force or hand strength that would be applied to the device by the user during use. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. It is designed for use with the appropriate breathing circuit connected to the gas outlet port. The neopuff can be susceptible to impact damage, for instance when accidentally dropped. It is possible the gas outlet port sustained external impact sufficient to cause the breakage as reported. No patient consequence was occurred as a result of this event. The neopuff was put into hospital service after the fascia and valve assembly was replaced by the fph technician.